Event description:
It was reported that a patient underwent a ventral hernia repair in the region under the costal arch on (B)(6) 2012 and absorbable staples were used to secure the mesh. That evening, the patient developed nausea, hypotension, and diaphoresis. On (B)(6) 2012, the patient went into cardiac arrest and died seventy minutes after reanimation. An autopsy revealed cause of death was a post operative development of a tamponade of the pericardial sac with at least 400ml effusion. Origin of the bleeding could not be clearly assured. Corresponding to a small cardial defect a little puncture hole in the pericardial sac had been found. The cause of this lesion could not be clearly assured, because there were no foreign bodies, for example the fixating staples or connections to the abdominal cavity found. The surgeon opines that the absorbable staple could have pierced the diaphragm and injured the heart while she fixated the mesh in the area of the costal arch. Additional information has been requested.

Manufacturer narrative:
(B)(4): organ damage occurred. As stated in the device information for use contraindications "this device should not be used in tissues that have direct anatomical relationship to major vascular structures. This would include the deployment of fasteners in the diaphragm in the vicinity of the pericardium, aorta, or inferior vena cava during diaphragmatic hernia repair." The device information for use warns "the total distance from the surface of the tissue to the underlying bone, vessels, or viscera should be evaluated prior to application and should be a minimum of 6.7mm." Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.